Manufacturer narrative:
Update to d1: brand name; update to d2: common device name, product code; update to d4: catalog #, lot #, expiration date, UDI #; update to g4: 510(k); update to h4: manufacturing date.

Manufacturer narrative:
According to the customer, following "right knee revision surgery" on (B)(6) 2025, the customer "noticed my leg was burning" on (B)(6) 2025 and reported "blisters and rashes." Per the customer, she went to the hospital on (B)(6) 2025 where she was told that it was the "adhesive tape strip that was used in surgery." The customer stated that she has a latex allergy and that "this is not latex." The customer stated that she was given "antibiotics." No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury. This is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
According to the customer, following "right knee revision surgery" on (B)(6) 2025, the customer "noticed my leg was burning" on (B)(6) 2025 and reported "blisters and rashes." Per the customer, she went to the hospital on (B)(6) 2025 where she was told that it was the "adhesive tape strip that was used in surgery." The customer stated that she has a latex allergy and that "this is not latex." The customer stated that she was given "antibiotics."